Manufacturer narrative:
(B)(4)

Event description:
A stent graft system was implanted for the endovascular treatment of a 5+ cm diameter abdominal aortic aneurysm. It was reported that it was discovered that the limb clotted off where the device went into the internal iliac artery. This was reportedly related to the device and the procedure. The patient was brought back into the operating room and received a thrombectomy and viabond stent, and the event resolved. Additional information received reported that the physician stated that the cause of the limb clotting off was unknown. It was further reported that the device went into the external iliac and covered the internal iliac. It was noted that this was not planned. No additional clinical sequelae were reported and the patient is fine.